Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) is currently underway. The reported problem (will not power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B) (6) male, pt, called in to zoll lifecor customer support to report that his battery was not turning on his monitor. The pt changed the battery and the monitor started to "eeekk" loudly. The pt received a replacement monitor.